Manufacturer narrative:
Investigation summary: bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps syringe manufacturing process. However, based on the description bd assigned a quality criteria that is identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. The complaint is recorded for trending purposes.

Event description:
It was reported hypoint ndl22ga1-1/2in tw had an issue with needle blockage. The following information was provided by the initial reporter, translated from french: "the patient failed to insert all the liquid from the syringe into the bottle¿